Event description:
Following a lead revision on (B)(6) 2024, the patient was unable to move her left side post op. Per the physician, the patient returned to the operating room post-operatively. A hemorrhage was observed and the rns system (rns neurostimulator and leads) were explanted. The patient is reported to be doing better with movement on the left side. Fine motor skill dexterity continues to be assessed as the patient continues to struggle with these skills.

Manufacturer narrative:
(B)(6). The explanted product was not returned to neuropace for analysis.